Event description:
About 50 minutes into treatment pt requested to go to the restroom. Pt was given immodium and the treatment was reinitiated. Patient's centrynet blood pressure report showed an increased in b/p/ to 214/91 from baseline of 167/78. The pt complained of chest pain and nausea and became short of breath. Pt was placed on oxygen, cardiac monitor and nitroglycerin paste was applied. Pt was transported to the medical intensive care unit. The staff reported that a kink was noted in the arterial dialyzer line just above the dialyzer. The staff did not feel that the kink was present when taken from package.

Event description:
Customer related to the dialyzer linen was kinked. Customer related feeling it was user error. Customer related the operator was aware of the kinked to dialyzer line. Customer informed gambro nurse, they were concerned because the machine did not alarm. Customer was informed the machine will not alarm if the venous pressrue does not fall below the alarm window.